Event description:
It was reported by the patient's daughter that the previously working remote monitor was no longer responding to the start button. The attempt to reset the monitor by unplugging and reconnecting the power cord was not successful. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's daughter that the previously working remote monitor was no longer responding to the start button. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the start button was broken, it was pushed into the case.